Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. They treated that high blood glucose level with manual injection. It was unknown that the auto mode feature was activated at the time of the high blood glucose event. The customer reported that the insulin pump was unattached. No further complications were reported. The device will not be returned for analysis.